Manufacturer narrative:
D4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained data spanning approximately 20 days ((B)(6) 2024 per the timestamps). The log file captured low voltage hazard and no external power alarms due to temporary losses of ac power while connected to the mobile power unit (mpu) on (B)(6) 2024 from 19:31:43 to 19:31:44, (B)(6) 2024 at 12:56:35, and (B)(6) 2024 from 20:56:20 to 20:56:24. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The pump maintained a speed within the expected range throughout the log file. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, if the patient has a locking ac power cord for the mpu, and if the mpu would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2024. These were caused by power to the mobile power unit (mpu) being briefly interrupted.